Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the customer believes this product unraveled. At this time, there is no more info available.